Event description:
A 16x16 gp steam sterilizer located in surgery room had been loaded with instruments, and the cycle started when it was decided to process add'l instruments during that cycle. The operator pressed the reset button on the control panel, and waited 20 minutes before opening the door to this device. After 20 minute period the operator opened the door of the sterilizer and inserted her hand, and add'l instruments into the steam filled chamber. The oeprator did not allow steam in the chamber to escape before reaching into the chamber. Operator had 2nd and 3rd degree burns on her left hand. Operator admitted she did not follow procedure because she was in a hurry and was careless. This injury was caused by operator error, not a device malfunction.